Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 3.50x23mm xience xpedition stent referenced, is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015, two xience xpedition stents (3.5x23mm, 3.5x18mm) were implanted in the mid-distal right coronary artery (rca), severely stenosed lesion, without issue. Starting on (B)(6) 2015, the patient experienced escalating chest pain. On (B)(6) 2015, the patient was hospitalized. On (B)(6) 2015, coronary angiography displayed severe in-stent restenosis in the mid-distal rca xpedition stents. A non-abbott stent delivery system was unable to pass through the mid-distal rca for treatment due to severe stenosis. The stent was implanted in the proximal rca as treatment. Post procedure, the patient experienced chest pain. Medications were provided and symptoms improved. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.